Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis reservoir and pump replaced due to a hole in the reservoir. The previous reservoir remained implanted. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the identified deflation issues could affect the functionality of the device resulting in the reported mechanical issue. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Device technical analysis: upon receipt at our post market quality assurance laboratory, the pump was thoroughly analyzed. The reservoir was not returned so no product analysis could be performed for the reservoir. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The tubing was identified as having been cut down to the pump block; no tubing was returned for analysis. The pump was functionally tested and did not pass the deflation test-3. Product analysis concluded these deflation issues could affect the functionality of the device. Product analysis identified device malfunction with the returned pump. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen, based on the identified deflation test failure with the pump. The adverse event relating to mechanical difficulty with the device are known as of a risk of the device and are included in hazard analysis.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis reservoir and pump replaced due to a hole in the reservoir. The previous reservoir remained implanted. Following the surgery, the patient was stable, improved and the event resolved.